Event description:
It was reported by the patient that they were experiencing "electrical impulses in my back" and that when they lay on their right side "I get a jolt". Follow-up with the patient's physician indicated that the patient was evaluated and when the left ventricular lead was turned off the symptoms went away. The clinic stated that the symptoms are not consistent with classic phrenic nerve stimulation nor are they consistent with any conceivable device function and that more tests need to be performed. The lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.